Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and showed unexpected power on reset, "rtt loss" was observed within the investigation window. Performed global receiver test: passed all relevant testing. The complaint was confirmed for receiver initialization screen without manual restart because an indication that the allegation did occur within the investigation window. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.